Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot steril - part, part: 04.503.226.04s, lot: 4l26919, manufacturing site: bettlach, release to warehouse date: april 23, 2019, expiry date: april 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Non-steril - part, part: 04.503.226.20, lot: h839004. Manufacturing location: monument, manufacturing date: feb 20, 2019, part number: 04.503.226.20, ti matrixmidface screw self- drilling 6mm, lot number: h839004 (non-sterile), lot quantity: 120 . Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, ns032748 rev aa meet all inspection acceptance criteria. Packaging label log (pll) lppf rev d, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: h692284, lot quantity: 1,682 lbs. Certified test report supplied by perryman company dated 05-jul-2018 was reviewed and determined to be conforming. Lot summary report dated jul 16, 2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review. Sep 25, 2019: DHR reviewed . This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). A review of the device history record has been requested. Investigation summary product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: while using the first screw in a packet of 4, half way through insertion the screw head snapped off and broke into several bits. A second screw was used and the same thing happened. A third screw was used and about half way through it shattered. The screws were discarded and the procedure carried out with different suppliers screws. The 3 screw threads were left in the patient as they were deemed too difficult to remove but smoothed off and made safe. There was a surgical delay of at least sixty (60) minutes, patient is doing well. This complaint involves three (3) devices. This report is for one (1) scr ø1.5 self-drill l6 tan 4u I/clip. This report is 3 of 3 for (B)(4).